Manufacturer narrative:
(B)(4): the customer reported that the device failed to power up. There was no ac indicator led and the battery was not charging. The device was evaluated by a philips field engineer. Replacing the ac power module resolved the issue.

Event description:
The customer reported that the device failed to power up. There was no ac indicator led and the battery was not charging.